Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing some stroke-like symptoms beginning around 7 pm on (B)(6) 2024. Log files were submitted for review and captured no unusual events.

Event description:
It was additionally reported that the type of stroke diagnosed was embolic, due to the acute bilateral cerebral and left cerebellar infarcts, likely thromboembolic. The type of stroke was diagnosed via a computed tomography scan. The patient had a subtherapeutic international normalized ratio (inr) from (B)(6) 2024 in the setting of a severe gastrointestinal bleed leading up to an esophagogastroduodenoscopy (egd). The patient was not bridged with heparin as the risk of bleeding was felt to outweigh that of a thromboembolic stroke at the time. The patient was aspirated during the egd requiring intubation. The patient was noted to have right upper extremity and bilateral lower extremity weakness on (B)(6) 2024. The patient was treated with augmented anticoagulation and supportive care however the patient still had weakness. The plan of care was to continue supportive care. Inr goal was adjusted back to 2-3 from 1.5-2.5 and continue physical therapy (pt) and/or occupational therapy (ot).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contains data from 12dec2024 through 16dec2024. No notable events or alarms were captured, and the pump appeared to operate as intended throughout the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including stroke and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.